Event description:
The organization was notified when the patient called to place a complaint about her care. Retrospective review: she is (B)(6) female with diagnosis of breast cancer, s/p bilateral mastectomy. On (B)(6) 2014 she was referred for placement of port. The port was placed by a physician at our facility. On (B)(6) 2015 the patient was scheduled for removal of the port. The port was removed by the same physician who originally placed it. The patient contacted the physician approximately a week after the removal procedure and complained of swelling to the old catheter port site. According to the patient she reported that the physician examined the site and informed her that the "swelling" was scar tissue and not an infection. Subsequently, the patient followed up with her breast surgeon. Sometime in (B)(6) 2015 the breast surgeon, sees the patient at another area hospital and under local anesthesia removes a piece of "plastic". According to the patient the pathology report confirmed the plastic was a piece of the port.